Event description:
It was reported to philips that the pins on the battery pca were damaged, there was excess play. There was no reported patient or user involvement and no adverse patient/user impact.